Manufacturer narrative:
(B)(4). The sample was discarded; lot information is unknown at this time. Should any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). This complaint for a system error 2240 (air in set) that occurred during dwell 5 of 5 was not confirmed due to a lack of sample. The root cause was undetermined. The batch review was not performed because the lot number is unknown. The root cause investigation is in progress through (B)(4). Baxter followed up with the home patient on (B)(6) 2010 who reported there was no patient injury or medical intervention was associated with this event.

Event description:
A home patient (hp) contacted global technical services regarding a system error (se) 2240 alarm that occurred on the homechoice (hc) unit during dwell 5 of 5. The technical service representative (tsr) explained se 2240 indicates a large amount of air has entered setup. The tsr assisted the hp to cycle power to clear the alarm. The tsr then assisted the hp to end therapy and advised the hp to inform the nurse about the alarm. The hp confirmed to complete therapy with a manual exchange. There was no patient injury or medical intervention reported. No further information is available at this time.